Manufacturer narrative:
(B)(4). Device (catalog# de-24854-kguf) not sold in the us. Similar device sold in the us.

Event description:
It was reported that the cvc was placed into the jugular vein. It was noted that fluid leaked out from the insertion site. Due to this the cvc was removed and a new one placed without any issues.

Event description:
It was reported that the cvc was placed into the jugular vein. It was noted that fluid leaked out from the insertion site. Due to this the cvc was removed and a new one placed without any issues.

Manufacturer narrative:
(B)(4). The customer returned one 4-lumen catheter for evaluation. All four lumens were returned with caps; three of the lumens contained surgical tape. The box clamp was located about halfway down the catheter body. Visual examination of the catheter did not reveal any defects or anomalies. The returned catheter body measured to be 323 mm which is within specification. The returned catheter was tested for liquid leakage. The catheter was attached to the leak tester, the distal end was occluded, and the leak tester was turned to 300 kpa for 30 seconds. No leaks were detected from any region of the catheter; therefore, the sample passed functional testing. A device history record review was performed based on sales history with no relevant findings. The IFU provided with this kit instructs the user, "dress according to institutional policies, procedures, and practice guidelines. Change immediately if the integrity becomes compromised e.g. Dressing becomes damp, soiled, loosened or no longer occlusive." The reported complaint of the catheter leaking could not be confirmed through examination and functional testing of the returned sample. The returned catheter did not leak during functional testing and met all dimensional and visual requirements. A device history record review was performed based on sales history and no relevant manufacturing issues were identified. No problem was found with the returned catheter. Teleflex will continue to monitor and trend for complaints of this nature.